Manufacturer narrative:
The customer declined service. No repair information available.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the root cause is with the exhalation valve and calibration of the same has resolved the error. This does not cause insufficient o2